Manufacturer narrative:
Correction to g.3.: aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2024. Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient's representative reported right side anxiety for alcl risk, "intracapsular rupture¿, ¿suspect of external shell leakage¿ ,¿rupture and suspected leakage of the "outer wall", and ¿both implants inner and upper as well as outer quadrant with capsular fractures¿ via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: f "intracapsular rupture¿, and ¿suspect of external shell leakage¿ and ¿rupture and suspected leakage of the "outer wall", and ¿both implants inner and upper as well as outer quadrant with capsular fractures¿

Event description:
Patient's representative reported right side anxiety for alcl risk, "intracapsular rupture¿, ¿suspect of external shell leakage¿ ,¿rupture and suspected leakage of the "outer wall", and ¿both implants inner and upper as well as outer quadrant with capsular fractures¿ via ultrasound. Device remains implanted.